Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "what is the survivorship of fully coated femoral components in revision hip arthroplasty?" Written by paul f. Lachiewicz md and elizabeth s. Soileau bsn published by clinical orthopaedics and related research published online 22 may 2014 was reviewed. The article's purpose was to answer the following questions: "what is the frequency of infection, aseptic loosening, and reoperations after use of these components? What is the frequency of intraoperative fracture or perforation of the femur when using these components and are there any identifiable factors related to these fractures? (3) what is the 10-year survivorship of these components, and are there any identifiable factors related to survival and rerevision?" Data was compiled from 84 patients (92 hips) with 47 male (52 hips) and 37 female (40 hips) and age range of 30-85 years with at least 2 years follow up. It is noted that depuy and non-depuy products were included in the study. The article does not identify specific products related to the adverse events. The article does not provide adequate information to determine accurate quantities. The article does not identify original implants but reports some also had revision of acetabular components along with stem revision. The article reports the stems had modular femoral heads. Therefore, it is assumed that depuy acetabular components were also used in conjunction with depuy stem. Depuy products utilized: solution stem with modular femoral head, unknown cup, unknown liner (bearings not known). Adverse events: infection (treated by debridement, revision and resection arthroplasty), loose stem (treated by re-revision surgery), loose stems (patients decline revision as symptoms were considered mild), intraoperative femoral fracture at or distal to the tip (treated with struts, cables, and wires), dislocation (treated by revision), loose cup (treated by revision).